Manufacturer narrative:
The empty packaging was requested but not received by the manufacturer. Not returned to manufacturer.

Event description:
The doctor indicated that when they opened the implant packaging they realized that the box was empty and implant was not inside. It was indicated that the box and inner packaging was sealed.

Manufacturer narrative:
The 3i t3® non-platform switched tapered implant 5 x 10mm packaging was not return for visual/physical inspection. Review of the implant DHR and complaint history review did not provide any indication of a manufacturing deviation or material deficiencies that would contribute to the reported event. The complaint could not be verified, as there were no manufacturing deviations identified with the implant that could cause or contribute to the reported event. Also, no photographs or the original packaging were provided. So the exact details of the device condition when received by the customer are unknown. UDI # (B)(4). Changed from health professional to dentist.